Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A doctor reported a patient with a thin flap and rainbow glare after lasik. Additional information was requested but site could not remember the patient's name.

Manufacturer narrative:
Log file review shows all laser system functions were within specifications for the respective treatment. Technical service verified the system and showed that the inclined offset was set from 54 to 42 during service onsite visit which means that the flaps are about 10um thinner. The inclined offset was reset to 50. The root cause for the reported event could be a slightly thinner setting of the cutting depth. The root cause for thin flap could not be identified conclusively. However, a setting of the cutting depth (offset value) within the lower range of specification is the most likely root cause. A possible contributing factor could be a fluid layer between the applanation cone and the cornea that can cause a significantly reduction of the achieved flap thickness if the surgeon uses too much sterile irrigating solution before flap cutting. The root cause for rainbow glare and filaments could not be identified conclusively. Rainbow glare is a known side effect of femto treatments and described in company procedure manual. Rainbow glare is known to appear in thin cuts more often when compared to thick flaps. (B)(4).